Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch was broken. He replaced the latch to repair the bed.